Event description:
It was reported that "as the doctor attempted to do a final tightening of the screw (3/0 axsos locking plate screw), the screwdriver ((B) (4)) tip broke off. The case continued and again as the final tightening of the screw was attempted, the tip of the torque limiter screwdriver ((B) (4)) broke off. The incident was reported to stryker warehouse staff. The broken screwdrivers will be sent back to stryker".

Manufacturer narrative:
Additional information has been requested and if received, will be reported on a supplemental report. Same pt event as MDR 8031020-2008-00099.